Manufacturer narrative:
The reported complaint was confirmed. Per the srt the multiple messages displayed were, 'stopped: motor error', 'pump jammed', 'under speed' and 'service pump'. During troubleshooting of the roller pump, the srt found the motor/encoder assembly to be the root cause of the reported complaint and replaced it. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the roller pump displayed multiple error messages. There was no patient involvement.